Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implant was at eri and they stated the battery only lasted 3 years. The patient said they had low settings so they weren't sure why their battery was already at 2.56 v. Information about battery voltage was reviewed with the patient. No symptoms were reported. The patient was redirected to their healthcare provider (hcp) to further address the issue. Hcp has battery replacement planned for next week.